Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer was able to reseat the endoscope and math the orientation to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, a nurse called to report that the camera image from 30 degrees endoscope was upside down. The technical support engineer (tse) asked nurse to remove the camera and match the orientation with the setting on ssc (up in this case). Nurse twisted the camera and pressed instrument clutch when inserting it back. Image was now back to normal, and procedure is completing as planned. The procedure was completing as planned with no reported injury. Intuitive surgical (is) contacted the site/reporter and obtained the following additional information regarding this event: the surgical team was able to resolve the problem directly thanks to the help from customer service. The problem has not recurred since then. The camera therefore did not have to be returned.